Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacture numbers: 1627487-2015-12537, 1627487-2015-12538. It was reported the patient was implanted with an scs system. The patient went home and several hours later experienced bleeding, swelling, redness and pain at the implant incision site. The patient went to the emergency room and the devices were explanted. The patient was released later that day.